Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up and the left ventricular lead exhibited loss of capture. On (B)(6) 2014, a fluoroscopy revealed the lead dislodged. The lead was explanted and replaced. The patient was in good condition following the procedure.